Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The instrument was determined to be within calibration. It is likely that the tip sheared due to over-torqueing. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mi torque indicating wrench sheared during final tightening and was left in the set screw inside the patient. Surgery took place(B)(6) 2017.